Manufacturer narrative:
The product investigation laboratory (pil) received the subject power management board with the allegation the internal battery was not charging. Pil reviewed the original event log and observed two e-246 err_not_charging_int_li_ion error codes indicating the internal lithium-ion battery was not charging. During these errors the internal and detachable batteries were noted to be depleted. Pil was not able to duplicate the failure of the power management board and determined that the power management board functions as designed.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator was not charging the internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a critical error code was noted in the device download error log indicating the internal battery was not charging. However, during testing of the device the issue was not duplicated. The power management printed circuit assembly was replaced to prevent future failure. The device passed final testing.